Event description:
The consumer reported that she was charging her implantable neurostimulator (ins) more frequently. They were concerned that the battery was not holding a charge as long as usual and this issue started after issues with the recharger. Troubleshooting could not be performed due to lack of access to the recharger. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. Indications for use include: non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they met with the manufacturer representative (rep) at their health care professional (hcp) office and turned off the unit then reprogrammed the unit completely and got it running fine. The patient was very grateful for the help and was a very big help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.